Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the heathcare provider (hcp) reporting that the patient's right ins was at eri and the left ins was at 2.70v and nearing expiration. The hcp reported that the cause of this was normal battery usage. The hcp reported that the patient was awaiting battery replacement and that there were no issues with the lead or connecting wire. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 201, product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2017-23842 for details pertaining to the related reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient was having both of their devices replaced. They were unsure why the healthcare provider wanted them replaced so soon after implant. No patient symptoms or further complications were reported as a result of this event.